Event description:
It was reported that the patient experienced racing heart rate. Upon interrogation, the atrial lead exhibited noise and oversensing. No intervention was performed. No further information was available.

Event description:
The atrial lead was capped and replaced with a competitor lead. The patient was doing well.

Manufacturer narrative:
(B)(4).